Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device failed incoming vxi testing due to intermittent operation (amplitude and sensing). Analysis also noted that the high rate, battery drawer, bail and ring covers, four case screws, ring cover screw, bails and ring were missing and that the upper and lower cases were broken. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.